Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the positioning sensor unit (psu) was not recognized during the inspection. It did not recover even when it was restarted. No patient was present.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 9735821 (lot: p903342); product type: 2543-mnav - system h3: the system was serviced in the field, and hardware parts were replaced. Codes b01, c08, d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D9, h2, h3: the return of (B)(6) provided the lot number p903342. The hardware was returned and analysis was performed. A check of the event log showed intermittent firmware incompatibility dating back to (B)(6) 2022. There was a battery voltage low message along with bump detected and storage temperature exceeded. The psu failed an accuracy test (aak) at 1.143mm with a passing threshold of .250mm. Codes fdm b01, fdr c02, fdc d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.